Event description:
It was reported the display is black at the top. There are also cracks and chips on the case. The epg (external pulse generator) was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is bleeding and also corroded. Upper and lower cases are cracked and broken. Battery release and lead flex cover are contaminated. Battery drawer, side bail covers and ring cover are broken. Two case screws are the wrong screw. Battery contacts are compressed. Serial number label is torn. Main printed circuit board and battery flex are corroded.